Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was report that a hemorrhagic stroke occurred. In (B)(6) 2015, a 24mm watchman ® laa closure device was successfully implanted during a laa closure procedure. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. In (B)(6) 2016, while using the bathroom, the patient pressed strongly due to hard stool and started experiencing bi-frontal headaches. The patient¿s blood pressure was 190mmhg systolic and was he was administered 2 pumps of nitro spray. The patient then experienced vertigo and vomiting. When the patient presented to the emergency department, his symptoms had decreased. The patient was oriented to who they were and the situation, but less orientated to the location and time. They were admitted to the stroke unit with a blood pressure of 145/85 mmhg, pulse of 65 bpm and activated partial thromboplastin time (aptt) of 24.9. The patient had slight ataxia and dysdiadochokinesia on the right side. A computed tomography (CT) scan revealed a cerebellar hemorrhagic infarction on the right side. The echocardiogram was within normal limits and there was no thrombus or changes to the seal of the closure device. The next day, the patient¿s aptt was 41.2. Two days later the patient was transferred to the neurologic unit where they experienced another vertigo attack, vomiting and slight ataxia on the right side. The patient was also treated for liver congestion and cardiac decomposition. During the hospital stay, the patient underwent ergo and logopedic therapy and was treated prophylactically with 2x5mg of apixaban (eliquis). 13 days later the patient was transferred to a rehabilitation center in improved condition and remained on 5mg of apixaban(eliquis).